Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6).product type: accessory product ID hh9020tdd serial# (B)(6). Product type: product ID a820 serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported 'when I first got it, it was lickety split, but now that I've had it for 3 maybe 4 months, it's getting slower and slower to connect.' Patient stated 'every single time' they used it, they had issues connecting. Patient stated it took 'forever' to find the pump, and when it did, they had counted it pausing at 91% for over 30 seconds, sometimes a minute. Patient stated other times they had to power off/back on handset and try again to get it to work but usually that did not help. Patient stated their pump was in their back and it took almost a minute for it to find the pump and deliver the bolus but it hurts their arm holding it that long. Patient stated they had to connect to get to 'deliver bolus' and then connected for the bolus. Agent assisted patient and patient mentioned seeing service code 338, but then connected well after pressing 'restart application.' Troubleshooting determined patient does not turn on communicator until after myptm app had started connecting for a little bit and they had never closed down the myptm app. Agent assisted patient in toggling off wifi and toggling off/back on bluetooth and location. Agent reviewed and patient agreed to monitor and call back for assistance. The patient called back stating the communication was not getting better but worse. The patient stated the issue was not getting better and would like to replace the communicator. Patient services sent an email to repair. Additional information received reported that the new communicator is not helping the connection issues and takes "up to 5 min" to receive bolus. Previous troubleshooting not solving issues. An email was sent to the repair department for a replacement handset.